Event description:
In 2008, the pt reported that the screen of his infusion device was blank. He removed and reinserted the power pack and the infusion device was beeping with partial segments displayed on the screen. He reported that four days before, the infusion device smelled strongly of insulin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.